Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 37642, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the last couple of weeks they have had difficulty turning therapy on in the morning (the patient stated that they electively turn therapy off every night, then turn it back on in the morning). The patient stated that when the issue occurred, they were unable to advance beyond the sync (check mark) screen. When the patient pressed the sync (check mark) button, the patient programmer would not respond. As a result, the right side of the patient's body would start shaking (due to therapy being off). Last week, the patient stated that it took them 3 days before they could get the patient programmer to respond so they could turn therapy on. This morning, the patient stated that they were unable to turn therapy back on again and the right side of their body was shaking. The patient stated that they had recently put in brand-new aaa batteries (duracell alkaline), and mentioned that they had replaced the aaa batteries 3 times in the last 2 weeks. Agent had the patient examine the battery compartment during the call, and they noticed one side of the battery compartment had corrosion that would not wipe off. The patient tested the patient programmer during the call and got a 006 error code, and the patient said this was the first time they saw the 006 error code although none of the buttons were responding, the buttons did not seem stuck. The issue was not resolved. A replacement patient programmer will be mailed to the patient.

Manufacturer narrative:
H3. Analysis of the programmer (s/n (B)(6)) found the digital board was corroded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.